Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating, "lcb broken, reduced " involving pentax model eg29-i10/serial (B)(4). The event was reported to have occurred prior to use. No further information was provided at the time of the report. The device was returned to pentax medical (B)(4) service workshop where the following was confirmed: lcb broken, reduced to 80%, 0%. Lg prong top assy loosened. The lcb will be replaced.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.